Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm via error logs and reproduce the reported complaint. The usm was tested on in-house system where it passed normal mode. The usm was also tested on psc fixture test platform (pftp) where it failed sensors check for yaw searchlight.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the universal surgical manipulator (usm) 4 had a recoverable fault. The customer attempted to recover the fault, but the error returned shortly after. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and confirmed multiple errors within the usm. At the time of the call, the customer stated that the fault showed up again and did not give an option to recover. The tse recommended to remove the vessel sealer extend (vse) instrument from usm 4 and power cycle the system. The customer followed the recommendation and was able to clear the issue. The surgeon was proceeding with the case. The customer called back at a later time and reported that the error returned. The customer powered off the system and engaged the emergency power off (epo) switch. The system was restarted, and self-test was completed. The customer advised they might disable the usm if the error returned. After the procedure was completed, the customer stated that they were unable to replicate the issue. The tse informed that the fault was internal to the system and informed that issue was likely to reoccur. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon discontinued use of the usm 4. The procedure was not completed with all 4 usms as usm 4 was faulting. The site attempted to restart the system multiple times to fix issue, but it did not resolve.